Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection at the implant site. Reimplantation in the contralateral ear is planned; however, has not yet taken place as of the date of this report, december 10th, 2014.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2014; not (B)(6) 2014, as previously reported. This report is filed on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.